Event description:
The manufacturer received a work order invoice for an simplygo oxygen concentrator due to alarming; cabinets melted; able to duplicate problem due to found sieve beds with health message, inlet filter pm, tubing worn, airside manifold chirping, o2 side check valve malfunction, main pca board has intermittent operation, compressor has lead wire damage. This report is being submitted due to o2 side check valve malfunction and the compressor has lead wire damage. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section h6 - device problem, evaluation results and component code has been updated.